Event description:
The pump was returned for investigation. Investigation revealed a display failure and an audio bolus button response issue. This report is made based on results of investigation completed on 03/13/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: during investigation, the display screen was dim and discolored. Additionally, the audio bolus button was difficult to press. The button symbols were worn, which has no effect on insulin delivery. The keypad cover was also torn. (B)(6).